Event description:
It was reported that oversensing and pauses were observed on the ECG strips. Isometrics and arm exercises were successful in recreating inhibition in bipolar sensing. The lead would remain in the bipolar configuration. The patient would continue to be followed-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.